Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The reason for the explant was not provided. This lens would have been implanted prior to the expiration date of (B)(6) 2018. Information was provided that the reporting facility was not the implanting facility. Upon follow-up the reporter reiterated they have no further information for this case, and they are trashing the lens. It is unclear why the facility could not provide the reason for the explant. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted.